Manufacturer narrative:
S/w version 4.11e. Retainer ring = black. Pump case = ngp. Customer returned pump for an alleged pump error 23, pump error 49, pump error 68 and unresponsive keypad found on (B)(6) 2020. Pump passed the displacement test, sleep current test, active current test, and self test. Test p-cap locked into the reservoir tube successfully. All buttons function properly. No unexpected pump error 23, pump error 49, or pump error 68 alarms noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected pump error 23, pump error 49, or pump error 68 alarms were noted in the history files on the event date. The pump was cut open for visual inspection and found evidence of moisture on pcba 1. The j1 connector on pcba 1 was locked properly during visual inspection. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, label damage (stained). Pump error 23, pump error 49, and pump error 68 not confirmed during testing. Keypad buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Pump exposed to moisture confirmed on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had multiple insulin pump error alarms. The customer stated that insulin pump display was blank and frozen. Customer was not able to clear the alarm. Buttons were not responding as well. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.